Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of 2.9 locking screws/unknown lot number. Implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Four rib plates were removed during the procedure on (B)(6), 2014. This report is for an unknown quantity of unknown 2.9 locking screws.

Event description:
It was reported that due to patient pain, the surgeon removed a rib plate. Patient was not revised with any other plate. It was also reported that the fracture was in a union state. No allegation against plate and locking screws were reported. Procedure was successfully completed without any surgical delay. Patient/status outcome was fine. This report is for an unknown number of unknown screws. This 2 of 2 for (B)(4).